Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the issue. Fse replaced the master tool manipulator (mtm) to resolve the issue. System tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Based on the field evaluation, this reported event was not confirmed.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the surgeon faced an issue with the left master tool manipulator on the surgeon side console (ssc)2. The surgeon was unable to control the universal surgical manipulator (usm)1 and usm4.the surgeon moved to the second ssc and it worked properly. The intuitive technical support engineer (tse) viewed the system event logs but could not see any relevant error codes. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was analyzed, and the reported failure could not be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The unit was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via test platform passed. The complaint regarding the mtm not able to be controlled was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.